Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) of the reported failure is user error. According to p40-0028-01 in revision 4. Warning. To help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion passer needled. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuation outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Event description:
On 05/16/2023, it was reported by a sales representative via sems that an ar-12990 knee scorpion ha a broken ar-12990n needle stuck in it that broke. This occurred during a case, when passing the suture through the loop the needle inside snapped off. The broken portion is stuck inside the scorpion. There was no additional information provided. Additional information has been requested.